Manufacturer narrative:
(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tkr: surgeon, (B)(6) 2018. Primary implant (B)(6) 2017. Patient had a routine tkr and has complained of pain post op with evidence of loosening, instability and the knee is well aligned. Knee was revised and all component were removed. There was no evidence of loosening or instability. There was evidence of chronic inflammation. The knee components were removed and extensive debridement was performed. Infection is queried as a likely cause and a one stage revision to a cemented femur and cemented all poly tibia was performed. Female patient (B)(6).